Event description:
Information received indicates the brake will not stay engaged.

Manufacturer narrative:
The technician found the brake bearings were worn. The technician replaced the brake bearings to repair the bed.